Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), when the physician was connecting the inflation device to the luer hub of the cypher select plus 2.75 x 23 mm stent, the luer hub cracked. There was no reported pt injury. Additional info has been requested but is not available to date.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt.